Event description:
The customer reported that the device, 410-2000, cga, surefit ground pad was being used on (B)(6) 2022 and there was an ¿adhesive issue¿. There was no report of impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. After further assessment it was found ¿adhesive would not stick onto the patient during the surgery¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Reported event is inconclusive. Received one 410-2000 in original opened package. Lot number was verified. Performed a visual inspection, no abnormalities or defects confirmed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 15 reports, regarding 20 devices, for this device family and failure mode. During this same time frame 9,690,020 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000002. Per the instructions for use, the user is advised the following: prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 410-2000, cga, surefit ground pad was being used on (B)(6) 2022 and there was an ¿adhesive issue¿. There was no report of impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. After further assessment it was found ¿adhesive would not stick onto the patient during the surgery¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.